Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had multiple intermittent occlusion alarms. There was no reported impact to the customer's blood glucose level. Reportedly, the customer changed the pump supplies to address the issue and resumed insulin therapy.